Event description:
It was reported that this lead was not able to be implanted due to product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.